Event description:
Inbound. One of her cadd cassette 100ml w/flowstop alarming no disposable pump won't run on both pumps so had to change over to new cassette. Last shipped lot number 4096350 and expiration date 1/25/2025. Pt still had alarming after new cassette put on so patient had to switch to back up pump. Serial number of pump (B)(4). Pump replaced. No further details given.